Event description:
It was reported that during an unknown procedure using fast-fix 360 curved ndl delivery system t2 failed to deploy. No t implants were left behind unsupported in the patient. There was no significant delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. This information was not provided in the reported event or available at the time of report submission. (B)(4).